Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly and needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in the cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The pod was returned with the adhesive pad on the bottom housing. No damages or defects were found on the adhesive pad, bottom housing and formed needle that would contribute to the skin irritation at the pod infusion site. The actual root cause for the reported skin irritation could not be determined. Pod download data revealed an 0x6a (106) hazard alarm generated, indicating occlusion during runtime (threshold exceeded, not at end of bolus). No issues were found in the drive mechanism components that could contribute to occlusion alarm. Generation of hazard alarm stopped the delivery of insulin.the actual root cause of the hazard alarm generation could not be determined. The exposed portion of soft cannula was found to be bent/kinked. No source of fluid leakage was found in the complete fluid path, even though the soft cannula was bent/kinked. It could not be conclusively determined when this damage to soft cannula occurred or if it linked to the reported event of skin irritation or hazard alarm generation.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 289 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being dislodged, while wearing it on the arm. For treatment, the patient changed out the pod, gave a manual injection and gave a correction bolus.